Manufacturer narrative:
A5: patient race and ethnicity is unknown. D9: device was returned to regional engineers and evaluated and that the return date is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and console arrived at fs aachen for troubleshooting and repairing. Fs tested with pc and pump without problem. The issue was not reproduced at fs office. During inspection, the purge insert was found contaminated with glucose residue and bound the purge motor. This report is being filed as part of a retrospective review of historical records.

Event description:
EU complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a purge issue that was resolved by replacing the console. The patient ultimately expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.